Event description:
It was reported that 20 bd insyte¿ autoguard¿ bc shielded IV catheter has a problem with the threading between the equipment and the catheter leading to leakage. The following information was provided by the initial reporter, translated from portuguese: the customer informs that the item has a problem with the threading between the equipment and the catheter, it ends up dripping and losing medication, because it is not threaded correctly. He informs that he had 3 complaint records, probably from 15 to 20 units. Purpose of use: in what procedure was the material being or would it be used? Uses for chemotherapy infusion. Drug/substance involved in the occurrence chemotherapy. In what situation was the deviation identified? During handling by the professional to prepare the procedure or manipulation of some medication/substance.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that 20 bd insyte¿ autoguard¿ bc shielded IV catheter has a problem with the threading between the equipment and the catheter leading to leakage. The following information was provided by the initial reporter, translated from portuguese: the customer informs that the item has a problem with the threading between the equipment and the catheter, it ends up dripping and losing medication, because it is not threaded correctly. He informs that he had 3 complaint records, probably from 15 to 20 units. Purpose of use: in what procedure was the material being or would it be used? Uses for chemotherapy infusion. Drug/substance involved in the occurrence chemotherapy. In what situation was the deviation identified? During handling by the professional to prepare the procedure or manipulation of some medication/substance.

Manufacturer narrative:
A physical sample was not available for investigation but bd was provided with two photos of the issue for evaluation. A review of the device history record was performed for the reported lot, 2231838, and no quality issues were found during production. Our quality engineer reviewed the provided photos and observed no physical damage or deformities to the units inside of the packaging. There appeared to be no threading issues or leakage visible. Therefore, based off the provided photos the engineer could not verify the reported defect. Since no defects could be identified in the provided photos a definitive root cause could not be determined. For a more thorough investigation a physical sample would need to be returned for leakage testing. H3 other text : see h10.